Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 90% stenosed, concentric, de novo, 3x12mm lesion was located in the ostium of the left anterior descending artery. The lesion was predilated with a 2.0x9mm maverick balloon catheter that reduced the stenosis to 70%. The physician advanced used a 3.0x16mm taxus liberte stent, however, while advancing thru the unspecified jl3.5 guide catheter there was some resistance. The physician was able to advance the stent with mild force; however, some stent struts were damaged. The physician took out the stent system with the catheter and wire. The physician re-crossed the lesion with the same wire and re-engaged the artery with the same catheter. Physician completed the procedure with a 3.0x12mm taxus liberte. The patient's status is stable.